Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 087 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a ¿call service (cs) 69¿ alarm was reproduced during the rewind step and the remaining steps were unable to be completed. The ¿cs69¿ failure was written as ¿cs87¿ failure in the black box. A component failure was found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.